Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref # (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR), defibrillation, and medication. During the procedure, the patient was in vt that deteriorated to pulseless electrical activity (pea). Cardiac arrest was confirmed via blood pressure monitoring and ECG. Interventions included CPR, defibrillation, and multiple medications. Patient required extended hospitalization (and remains hospitalized) as a result of the adverse event. Patient outcome is improved. Medical history includes sustained vt (with multiple defibrillations) and low ejection fraction. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. There were no issues or errors reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
It was reported that an (B)(6) year-old male patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR), defibrillation, and medication. During the procedure, the patient was in vt that deteriorated to pulseless electrical activity (pea). Cardiac arrest was confirmed via blood pressure monitoring and ECG. Interventions included CPR, defibrillation, and multiple medications. Patient required extended hospitalization (and remains hospitalized) as a result of the adverse event. Patient outcome is improved. Medical history includes sustained vt (with multiple defibrillations) and low ejection fraction. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. There were no issues or errors reported on any bwi products or equipment during the procedure. Product evaluation: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/02/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Lot # from unknown to 17677062l. Manufacturer's ref. No: (B)(4).